Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer aspiration probe began leaking clear fluid and appeared to not be aspirating any specimen. Customer reported that the leak was not contained within the instrument and fluid was leaking onto the countertop. Customer reported that the volume of the leak was about 2 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the leaking probe rinse block and white blood cell bath and resolved the issue.

Manufacturer narrative:
Results code: probe rinse block. (B)(4).